Event description:
A (B)(6) male pt's daughter contacted zoll customer support to report an issue with the response buttons. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button issue) has been confirmed. Upon evaluation, the rear response button cable was creased and the +3.3 trace was broken. The cause of the response button issue is the creased cable and damaged trace. The root cause for the creased cable and broken trace cannot be positively identified but is likely an assembly error. No adverse event resulted from the defective response button. The pt received a replacement monitor.